Event description:
Outbound, cadd cassette lot number 4096351 will not run on either cadd legacy pumps, mixed new cassette and pump ran without alarm,pt reported feeling better. Has gone back to work part-time and is going out of town for the first time since being on remodulin. No further details provided.